Manufacturer narrative:
Results evals: investigation: the returned unit was functionally tested and the report of leakage was confirmed. Testing revealed several fine scratches in the cuff, along with pinholes and two tears of 0.23mm and 0.87mm, starting 22mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the lot number identified. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated following insertion. As such, this incident is unlikely the result of an assembly fault. We have determined the root cause for this incident is that the cuff became scratched during insertion through the stoma and subsequently punctured following insertion. Though these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.